Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm  error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08740 inches. Pump received with no battery installed. No cosmetic damage noted. Data analysis: there is no data listed for the dated of 09/8/2017 due to pump received without battery installed. Additional information has been reviewed after the initial report was submitted.

Event description:
The customer clarified that the insulin pump will return for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2017. The cause of death was stage 4 kidney failure. The caller stated that the customer had a heart attack and stroke that may have led to the customer's passing. The customer¿s blood glucose was over 1200 mg/dl at the time of admission. The caller is unsure if the customer was wearing the insulin pump at the time of admission. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.